Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, stenosis and myocardial infarction are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional xience sierra stent mentioned is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018, a percutaneous coronary intervention (pci) was performed, treating the right coronary artery (rca) lesion. A 3.25 x 23 mm and a 3.5 x 38 mm xience sierra stent were implanted with standard post-dilatation. Reportedly, there was no issue with implantation nor stent expansion. Procedural results showed timi flow 3 and 0% diameter stenosis. On (B)(6) 2019, the patient was admitted to the hospital for unstable chest pain. A repeat cardiac catheritie.zation was performed. The mid left anterior descending (lad) had stenosis and the rca was observed with mild to moderate in-stent restenosis (isr) in both stents. On (B)(6) 2019, the patient was admitted to the hospital again for unstable angina. Elevated cardiac enzymes were noted and a myocardial infarction was diagnosed. A repeat coronary angiogram was performed with no change noted from the previous angiogram. The patient is scheduled for an outpatient target lesion revascularization. Medication was provided. No additional information was provided regarding this issue.